Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vicmo 12.6, -14.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in a micro entrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: patient code 1494- off-label use: acd < 3.00mm should be added in the intial MDR. Claim # (B)(4).